Event description:
Peritonitis. Spontaneous report was received in 2004 from a physician regarding a pt (age and initials not provided) who underwent a total colectomy with anastomosis at which seprafilm was placed. The pt made a normal recovery and was discharged from the hospital on post-operative day 7. Approx 17 days after the surgery, the pt complained of abdominal pain. They underwent a computed tomography scan, which revealed a large mass of fluid nature in the pelvis area. The radiologist attempted to aspirate the fluid, but could not do so. A gastrografin enema was negative as well as a barium follow through examination. Upon re-exploration, the pt had a gelatinous mass with fibrous strands. There were fibrous bands in between the viscera embedded between the gelatinous mass. The mass was without urine, bowel or fecal matter. The entire mass could not be removed because it was "glued" to the intestines. The surgeon irrigated the area and left irrigating catheters in the abdomen. The surgeon mentioned that he used neomycin in the irrigant fluid during the initial surgery when seprafilm was placed in the peritoneum. No hemostatic agents were used. At the time of this report the pt is recovering. It was the opinion of the surgeon, that the event was induced by seprafilm as he could not find any other explanation for the gelatinous mass.